Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were sound and display issues. A rf3000 radiofrequency generator was selected; however, there were times when the sounds could not be heard and the screen disappeared for awhile. No patient complications reported.